Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy with their scs system. Patient also experienced a fall after which the lead migrated. Lead migration was confirmed via x-ray. In turn, surgical intervention occurred wherein the lead was explanted to address the issue.